Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image failed due to lcd panel failure. Additionally, the screen had scratches, and the screen frame had damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the high definition lcd monitor¿s power turned off in about 5 minutes. There were no reports of patient harm.